Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had an image issue, and the picture was dark and unrecognizable. The issue was found during a transurethral resection (tur) blow under photo dynamic diagnosis (pdd) procedure and was completed using the same device with controlled intervention. There was a short delay and no patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, there was no problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had an image issue, and the picture was dark and unrecognizable. The issue was found during a transurethral resection (tur) blow under photo dynamic diagnosis (pdd) procedure and was completed using the same device with controlled intervention. There was a short delay and no patient harm was reported by the customer.